Event description:
It was reported that the device reached end of life (eol) and the physician wanted to know if there was early battery depletion or if the device operated as expected given the programmed settings. It was also reported the device had left ventricular (lv) output programmed at 6 volts at 1.6 milliseconds pulse width due to high lv lead thresholds. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) and time of eri in save to disk on (B)(4) 2011, device eri less than equal to 2.62 volt. Weekly battery voltage trend data shows min bat=2.64 to 2.59 volts minimum between (B)(4) 2011 and (B)(4) 2011. Patient alerts for low battery voltage on (B)(4) 2011 and (B)(4) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.